Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.